Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, 85% stenosed proximal circumflex. The balance middleweight guide wire was inadvertently advanced through the struts of a drug eluting stent that had been implanted in the bifurcation of the left main and the left anterior descending artery during a previous procedure. This was not noticed until the 2.75x23 mm xience prime stent delivery system (sds) was advanced. The xience prime sds stent implant became stuck in the deployed stent struts and while retrieving the sds resistance was felt which resulted in the stent struts becoming flared. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.